Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction and the proximal connector broken at the brown lead wire joint. As the pusher was returned broken, this investigation could not test or assess the continuity and resistance of the pusher to determine if a condition existed that would have caused or contributed to the reported detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked and broken delivery system, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield and tensile strength. The detachment controller used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
No new event details received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: embolization of an anterior communicating artery aneurysm was performed. The aneurysm measured approximately 4.1 mm in width and 2.5 mm in height. Web device embolization was planned. After deployment of the web device, attempts at detachment was unsuccessful. Detachment failure persisted after replacement with another two wdc devices. Concerned that traction on the web might compromise the parent artery, the web device was removed. The procedure was successfully completed following replacement with a 5-2 web device. The patient was reported to be fine.